Event description:
A healthcare professional reported after an intraocular lens (iol) implant procedure, the patient was not happy about the intermediate and near vision, intraocular lens was slightly decentered inferiorly and trace posterior capsule opacification (pco) was forming. Additional information was requested

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).